Event description:
An aus device was implanted on 6/14/93. A revision surgery was performed on 5/23/97 due to urethral erosion-patient catheterized without cuff deactivation. At this time the physician elected to deactivate and leave the entire device inside pt and implant an entire new aus device.